Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut off without displaying any error message first. The device was using up batteries faster than normal. The patient expected the device to display e2 (battery empty) before shutting off. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. (B)(4).